Event description:
This pt had a stent implanted in the "main left renal artery" and an add'l stent within two mos. One or more of the stents were taxus or cypher. The pt died two mos later due to in-ordinate in-stent restenosis and/or other complications caused by the "defective stents". The death certificate lists the immediate cause of death as "atherosclerotic cardiovascular disease" with an underlying cause of "htn". Add'l info is not currently available.

Manufacturer narrative:
Please note that this device is not available for testing and eval. This male pt experienced restenosis 2 to 4 mos post implantation of one or more unk bx velocity cypher stents in the main left renal artery followed by death. The report indicates that one or more of the stents implanted in the pt were cordis stents or non-cordis stents. Past medical history is unk except for reported atherosclerotic cardiovascular disease diagnosed two yrs before his death. The indication of the index procedure was unk. Intervention was performed in the main left renal artery. The IFU states that this prod is indicated for treatment of pts with symptomatic ischemic heart disease due to discreet de novo and in-stent restenotic lesions (equal or less than 30 mm in length) in native coronaries with reference diameters ranging from 3.0 to 5.0 mm. There is no info regarding procedural details. Pharmacological therapy was not reported. One or more bx velocity cypher stents of unk length and diameter, unk lot #s and unk exp dates, were deployed at unk pressure in the main left renal artery. The report did not indicate if the stents were deployed in an overlapping manner. The residual diameter stenosis was not reported. The report did not indicate what medications were prescribed at discharge. Two to four mos later, the report explained that the pt experienced in-stent restenosis and died. There was no info indicating in what stent or stents restenosis was found. The death certificate attributed the immediate cause of death to the atherosclerotic cardiovascular disease the pt suffered with an underlying cause of hypertension. In addition, prediabetes was listed as other significant condition contributing to the death. The product/s remained implanted in the pt and are thus not available for eval. A device history records (DHR) review could not be conducted because the lot #s of the prods were not reported. Restenosis is a potential adverse event associated with coronary artery stenting. However, use of cypher outside its indications may involve risks not described in the labeling. Furthermore, with such limited pt and procedural info available for review, the lack of prod's lot #s to perform DHR reviews and the unavailability of the prods to analyze, it is not possible to determine what factors may have contributed to this event. However, procedural factors in conjunction with the pt's serious medical history and progressive hlth deterioration may have contributed to this event.